Event description:
Patient who was status post heart transplant was undergoing surveillance endomyocardial biopsy and cardiac catheterization. A 5.4 50cm, procure bioptome device was being used to obtain biopsies. With the fourth biopsy, the mechanism broke leaving the device in an open position. It was manually closed using forceps and removed without incident. Second bioptome was used to complete the biopsy portion of the procedure. Patient remained stable throughout and there were no signs of untoward effects on the patient. Patient was discharged to home as planned. Device lot number: o6ad90. Device manufacturer was notified and representative picked up defective forceps. Our facility will provide a follow-up report when one is received.